Manufacturer narrative:
Batch review performed on 17.may.2021: lot 1908871: (B)(4) items manufactured and released on 11- dec-2019. Expiration date: 2024-12-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without similar events. Additional implant involved: gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot. 1907843. Batch review performed on 17.may.2021: lot 1907843: (B)(4) items manufactured and released on 24- mar-2020. Expiration date: 2025-03-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without similar events. Additional implant involved: gmk-sphere 02.12.0410fr tibial insert fixed sphere flex size 4/10 mm r (k121416) lot. 1909434. Batch review performed on 17.may.2021: lot 1909434: (B)(4) items manufactured and released on 22- nov-2019. Expiration date: 2024-11-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without similar events.

Event description:
10 months after the primary surgery the surgeon revised all implants due to infection.